Event description:
Our affiliate is reporting that a patient underwent some sort of procedure with the use of a mitek minilok quick anchor plus as the soft tissue fixation device on an unidentified date. Approximately 3 months post-operatively, the patient presented with what is being described as an infection around the wound site. A re-surgery was performed to remove the fixation device. The device is or has been used for histology. At this point in time, this is all the information that has been made available to mitek. Questions are out towards gathering further information and details.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and evaluated, the results of said investigation will be the subject of a follow up report.